Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: manufacturing and quality control data: the paedigav was manufactured by a qualified employee in may 2016. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The paedigav has a normal pressure range of 4/24 cmh2o. The valve was inspected as article fv298t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation statement: on the basis of juristic requirements we have to get the personal request by the surgeon as a step of safeguard. Unfortunately we did not receive a consent. An official release is missing for the investigation of the product. For this reason, we returned the product for our discharge without examination. Results: we can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that there was an issue with fv298t - paedigav system w/burrhole resv.4/24. According to the complainant, post operative the paedigav system has technical problems. Additional information was not available.